Event description:
Medtronic received a report that the pipeline failed to open in the middle section and encountered resistance in the distal section of the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c6 with a max diameter of 6 mm and a 5 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.8 mm. It was noted the patient's vessel tortuosity was minimal. The accessed vessel was the femoral artery with a diameter of 9 mm. Dual antiplatelet treatment was administered. The pru level met the standard. The angiographic result post procedure showed the blood flow was smooth and the contrast agent retention was obvious. It was reported that the pipeline stent could not be opened, the surgeon retrieved it more than twice during the operation and found that the microcatheter was damaged. The stent could no longer be retrieved or deployed by the microcatheter. Therefore, the surgeon withdrew it and replaced with the catheter and stent, after that, the operation was successfully completed. It was reported failure to open occurred in the middle section. The pipeline was positioned in a middle bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There was an additional step or other device required to open the pipeline specifically a wire/catheter. The pipeline was removed from the patient by resheathing and removing with the catheter. It was reported catheter resistance occurred in the distal section. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 226296679); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid and marksman catheter were returned inside a biohazard bag and a shipping box. The pushwire was not returned. Visual inspection/damage location details: the braid's distal, middle, and proximal were opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter body was found to be flattened at 4.6cm to 21.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026" mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the pipeline flex was not confirmed to have failed to open in the middle, as the braid's distal, middle, and proximal were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported minimal vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid and the user deploying the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the marksman catheter was flattened. From the damages seen on the catheter (flattening) and braid (fraying), it appears that high force was used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.